Event description:
It has been reported to philips that the system would not boot. It froze at the bios screen. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Review of the log file didn't confirm the reported malfunction. The fse replaced the bios (built in operating software) battery and tried again but system did not start. The fse again checked the hard drive, found the drive bay 1 was dead, the hard drive was moved from drive bay 1 to drive bay 2 and the system was rebooted. After the reboot, the system started. The failure analysis of the host pc confirmed the cause of the issue was with the faulty hdd (hard disk drive) bay. However, the fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.